Event description:
Additional information was received indicating that the rv lead was capped and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, episodes of noise were observed on the right ventricular (rv) lead. No intervention has been performed at this time, however, lead revision is anticipated. The patient was stable and will continue to be monitored.